Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the event was ongoing as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study reporting that patient was awoke from monitored anesthesia care (mac) sedation (anesthesia was actively arousing the patient, following lead placement and while the pocket was being formed) and complained of new severe, burning, electric-like shock pain in their right big toe. That new, severe pain continued with and without stimulation. The leads were removed, the pocket was closed, and the stimulation system implant was aborted. The right lead had been placed without difficulty, but the first attempt at placing the left lead was complicated by a wet tap/inadvertent dural puncture. A CT scan was ordered to rule out spinal cord pathology or injury. Medications including morphine 4mg IV and fentanyl 50 mcg patch were administered. Patient did stay overnight in the hospital resulting in in-patient hospitalization. No acute finding on MRI or CT scans. The following morning, patient did have improvement in terms of pain control and the ability to tolerate touch and movement of the right lower extremity. Patient used crutch at baseline and could not tolerate a shoe on their right foot currently. During post-operation evaluation on (B)(6) 2018, patient had bilateral lower extremity burning pain, tenderness where lead incision was made. An electromyography (emg) was ordered. The etiology was reported to be related to implant procedure but not related to device or therapy. No further complications were reported as a result of this event.